Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a transforaminal lumbar interbody fusion at l4-5. Rhbmp-2/acs, along with local bone, was placed into the lateral gutters. The surgeon also performed a posterior lumbar interbody fusion at l4-5, using rhbmp-2/acs and k2m aleutian tlif spacers made of peek. Postoperatively, the patient developed back and left leg pain. Therefore, on (B)(6) 2010, she required additional surgery. She once again presented to the hospital, where her surgeon performed a posterior lumbar interbody fusion at l5-s1 using local bone, as well as a posterolateral fusion of l5-s1 using both local bone and rhbmp-2/acs. The patient's pain continued to worsen after her surgery, and a CT-scan from (B)(6) 2013 showed bony overgrowth at both the l4-5 and l5-s1 levels. The patient has never recovered from her surgery, and she continues to experience daily, disabling pain that prev ents her from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.